Event description:
While performing surgery, physician was hammering with a metal hammer on a metal impactor used for joint prosthesis. A metal sliver flew off, striking physician in the left shoulder and lodging there. X-ray was done showing that it was indeed imbedded in physician's left shoulder.